Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of attachment was not working was confirmed. The likely cause of failure is due to worn. It was also noted that that the there was no bearing at tube distal that caused the burr to vibrate and produced loud grinding noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra operation the attachment was not working. There was no patient or staff impact. Additional information was received stating that bearing fallout at tube distal was found during evaluation.